Event description:
A malfunction on the pump was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support, who provided the necessary pump reset information and arranged for a loaner pump. No recurrence of the malfunction code was noted after the reset, and the customer was instructed to continue using the pump and to call back if any issues reoccur.